Event description:
It has been reported to philips that the device was unable to produce x-rays. The system was in clinical use. There was no harm reported. A philips field service engineer inspected onsite and replaced the image processing computer and hard disk drive which returned the device to use in a good working condition.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use (while turning on the device) when the issue occurred. The philips field service engineer (fse) went onsite and confirmed that the image processing speed is slow. The system logfiles were checked and troubleshooting found that an error 'imager storage not possible' indicated on the host monitor, resulting in the x- ray was not possible. Further troubleshooting indicated that the system cannot enter bios configuration, and the ippc motherboard bios battery was damaged, resulting in low power. To resolve the reported issue, the fse replaced the bios battery, and the system was returned to use in good working order. To date, no similar issue has been reported to philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was outside of clinical use when the issue occurred. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.